Event description:
It was reported that this pacemaker was exhibiting low out of range pacing impedance, measuring less than 200 ohms. Additionally, the threshold measurement had decrease from 0.6 to 0.5 ms. Subsequently, this device was explanted and replaced. No additional averse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.